Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's grandson, reported the customer's adc blood glucose meter provided "lower reading" and the customer subsequently reduced her insulin dosage and was "hospitalized due to hyperglycemia". An adc meter reading of 11.8 mmol/l (212 mg/dl) was reported and compared to a lab result of 15.3 mmol/l (275 mg/dl). It is unknown how much time elapsed between these comparison values. It was further reported the customer was hospitalized on (B)(6) 2018 and was still admitted at the time of the call. No further information was reported by the caller as he declined to provide any additional information or receive a follow-up call. There was no report of death or permanent impairment associated with this event.

Event description:
Caller, customer's grandson, reported the customer's adc blood glucose meter provided "lower reading" and the customer subsequently reduced her insulin dosage and was "hospitalized due to hyperglycemia". An adc meter reading of 11.8 mmol/l (212 mg/dl) was reported and compared to a lab result of 15.3 mmol/l (275 mg/dl). It is unknown how much time elapsed between these comparison values. It was further reported the customer was hospitalized on (B)(6) 2018 and was still admitted at the time of the call. No further information was reported by the caller as he declined to provide any additional information or receive a follow-up call. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned for this reported complaint. Extended investigation has been performed and it has been determined that there was no indication that the product did not meet specification. DHR's (device history review) for the neo meter was reviewed and the DHR showed the neo meter passed all tests prior to release. DHR's were also reviewed for the precision strips and the DHR showed the precision strips passed all tests prior to release. Retain testing was not performed for precision strips because the strip lot was expired. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed .